Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: asthma, rhinitis, respirtory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression, emotional distress, mental anguish, restriction of usual activities, and loss of earnings and earning capacity.